Event description:
Olympus medical systems corp. (Omsc) confirmed the subject device to investigate the complaint. Omsc found that the air/water nozzle of the subject device was clogged with foreign material. The event date was unknown. There was no report of patient injury associated with the event. Omsc was informed from the user that the following complaint information. During endoscopic submucosal dissection with subject device, it was found that the air/water nozzle of the subject device was clogged. The user completed the procedure by using the subject device. The device had been reprocessed with a johnson & johnson automated endoscope reprocessor. Information about the patient was not provided by the facility due to personal information.

Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The foreign material came from the component of the silicone based on a component analysis. Since silicon is used for various use, the exact cause of the reported phenomenon could not be conclusively determined. Since the foreign material is black, it is possible that the foreign material is a silicon tube or packing. There is the possibility that component of peripheral equipment (the connecting tube, packing of the water supply tank and packing of the air/water valve) got broken, and then fragments entered the air/water channel. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.